Event description:
The customer reported to baxter (B)(4) that a nurse observed a leak from the irrigation set at an unknown location before patient use. There was no patient injury or medical intervention reported. No additional information is available.

Manufacturer narrative:
(B)(4). The customer returned one actual sample for evaluation purposes related to leak condition. The sample was visually and functionally evaluated and the reported condition was confirmed. During visual inspection, it was determined that the set was incorrectly assembled between the tubing and y-component. The tubing was inserted into the y-componwnt more than what is required, resulting in a crimped tubing which caused the leak. The returned sample failed functional testing and pressure testing at 8psi.